Event description:
It was reported that during a cryo ablation procedure that after three ablations, the patient's blood pressure dropped. A cardiac tamponade was diagnosed and the patient was taken to the operating room for open heart surgery and two liters of blood were found in the pericardial sac as well as a tear in the left superior pulmonary vein. The patient recovered after the surgery. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.